Event description:
Plaintiff alleges that as a direct and proximate result of the acts and omissions of defendants, plaintiff sustained serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure additional pain and suffering for an indefinite time in the future. Plaintiff sustained numerous injuries, including but not limited to, the following: anaphylaxis, asthma, tinnitus, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, and life threatening nature. Plaintiff's spouse alleges loss of consortium